Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which shall be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". The ventilator has not been returned for investigation but, according to the hospital, the brakes were locked, the safety line was marked on the floor, and the vent was not beyond the safety line. It has since been determined that the user followed all the requirements for the use of the ventilator in the mr environment. Based on the information received from the hospital, all conditions for use in the mr environment were met. The root cause for the reported event therefore, has not been determined from this investigation.

Event description:
It was reported that the ventilator got pulled into the MRI scanner. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The service report received from our field service engineer (fse) stated that the customers¿ biome found that the base of the carrier was a little skew, and the wheels were not completely touching the floor. After replacing the base and the wheels, the ventilator was tested and it met the specifications. Therefore, the unit went back to service. Our conclusion, which is based on the information in the service report is, that the wheels not touching the floor may have contributed to the unintended movement and collision of the ventilator against the MRI unit. The cause however, for the reported skew has not been determined from this investigation.

Event description:
(B)(4).